Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient implanted with a 29mm aortic valve, initial implant date unknown, underwent a valve in valve procedure for severe stenosis and insufficiency with thickened leaflets. The patient was implanted with a 26mm aortic valve. Transesophageal echocardiography revealed excellent position and trace perivavalvular leak only. The patient tolerated the procedure well and was transferred back to the pacu in stable condition. The patient was discharged in stable condition on pod #5.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 29mm aortic valve, initial implant date unknown, underwent a valve in valve procedure for stenosis. The patient was implanted with a 26mm aortic valve. The current patient status is reported to be doing well.